Manufacturer narrative:
Manufacturer's investigation conclusion: low speed advisory alarms were confirmed via the submitted log file. The submitted log file contained data spanning from (B)(6) 2021 at 05:57:07 to (B)(6) 2021 at 11:00:43, per the timestamp. Momentary low speed advisory alarms were captured on (B)(6) 2021 (at 11:58:09, 16:07:36, and 21:21:30) and (B)(6) 2021 (at 10:08:02) while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the low speed advisory alarms cannot be conclusively determined. The patient was placed on an ungrounded patient cable and (B)(6) was eventually decommissioned on (B)(6) 2021 due to myocardial recovery. No product is available for investigation. (B)(6) remains in situ. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 27dec2017. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage advisories preceded by low speed advisories starting on (B)(6) 2021. No pump stoppages were noted as far as the clinical coordinators are able to assess. Patient was admitted and scheduled for vad deactivation due to myocardial recovery. The coordinators have a high index of suspicion the heartmate ii vad behavior may be due to a short to shield issue in the driveline. The patient was placed on ungrounded patient cables in the interim. The data showed 4 low speed advisories on (B)(6) 2021. Speed drops were as low as 5050 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module/mobile power unit. There were no other unusual events recorded in the log file event history. Patient's lvad was deactivated due to myocardial recovery. Pump functioned as intended.